Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and granulation tissue at the abutment site. Subsequently the abutment was removed and the site was cauterized using silver nitrate on (B)(6) 2018. The patient was also administered injectable steroids and topical antibiotics for one week.

Manufacturer narrative:
Product details have now been updated. This report is submitted on november 19, 2018.